Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) male patient who received super poligrip extra care with poliseal (formulation (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started poligrip extra care with poliseal (dental). At an unknown time after starting poligrip extra care with poliseal, the patient experienced neuropathy, numbness in hand, walking difficulty, burning pain, stinging pain and difficulty sleeping. This case was assessed as medically serious by gsk. Treatment with poligrip extra care with poliseal was discontinued. At the time of reporting, the events were resolved. Super poligrip extra care with poliseal is manufactured in (B)(4). The lot number for this product is available (lot number x09483). It is unknown if the product will be returned for quality assurance testing. (B)(4).